Event description:
A red alert was issued on the latitude website regarding a subcutaneous implantable cardioverter defibrillator (s-ICD) device that delivered an inappropriate shock. The physician reported a single shock occurrence while the patient was asleep. There was a subsequent request for device data analysis review. A technical service (ts) consultant examined the device data and suggested that the inappropriate shock may have been caused by noise being over-sensed. Ts advised that shock impedances are gradually increasing, @122 ohms. Previous shock impedance, since implant, were 88 ohms to 96 ohms. The ts consultant recommended in clinic additional testing, x-ray imaging and provided programming alternatives. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service. New information received indicating that x-ray imagine did not reveal anything out of range messages. The patient has gained several kilos since implantation.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative).

Event description:
A red alert was issued on the latitude website regarding a subcutaneous implantable cardioverter defibrillator (s-ICD) device that delivered an inappropriate shock. The physician reported a single shock occurrence while the patient was asleep. There was a subsequent request for device data analysis review. A technical service (ts) consultant examined the device data and suggested that the inappropriate shock may have been caused by noise being over-sensed. Ts advised that shock impedances are gradually increasing, @122 ohms. Previous shock impedance, since implant, were 88 ohms to 96 ohms. The ts consultant recommended in clinic additional testing, x-ray imaging and provided programming alternatives. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. The device remains in service. New information received indicating that x-ray imagine did not reveal anything out of range messages. The patient has gained several kilos since implantation. New information was received indicating that this s-ICD device and its electrode were explanted. Both products are expected to be returned. A new electrode and device were implanted. Besides surgical intervention, no adverse patient effects were reported.